Event description:
The carto mapping system could not recognize the patch. This was an out-of-the-package failure. The warning message read: no reference patch connection. The patch was changed and the problem was resolved. No harm came to this patient.